Event description:
A facility reported that when turning on the cusa clarity console (c7000) during an aortic valve replacement procedure, it displayed an alarm. The device was rebooted, but it could no longer be used. There was a delay of more than 30 minutes; however, no patient injury occurred. Another device was used to complete the surgery.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The cusa clarity console (c7000) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has not been provided; therefore, the device history record (DHR) could not be reviewed. As a result, the definite root cause of the reported issue cannot be determined. Based on the customer reported failure¿ system error code¿, it is possible this complaint is due to an interface board issue. However, without testing it is not possible to verify. Should the product be returned for analysis the complaint will be reopened and evaluation will be completed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.